Event description:
Boston scientific received information that during the initial implant of this device attempts to induce a shock were made after which the electrogram (egm) showed some extra stimulus prior to the shock that was not corresponding to the testing. This extra stimulus delays the shock so the health care professional (hcp) was unable to induce a shock on the t wave. Some programming changes were tried to alleviate however they weren't successful. Boston scientific technical services (ts) was consulted and suggested that the analog blanking was turned off so the signals seen were actually sense amps and not the shock itself which is normal operation. The hcp stated that the lead was repositioned once to avoid stimulation then notices oversensing on the egm only when pacing. Ts suggested they did not believe that oversensing was related to the output and could potentially be air bubbles which are random in nature which will resolve and go away over time usually within 24 hours. The hcp stated they are going to program around this and were not concerned. Later successful induction was performed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.